Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the implantable cardioverter monitor exhibited pocket infection. The device was explanted without any complications. The patient was stable throughout the procedure.